Event description:
A representative reported the connector pin had a ¿hard dog leg to the right¿. The product was not used. No drug information was reported. The representative later noted that there was no patient involvement. The representative later reported that the pin connector of the 8596sc was bent. The device was not used within a patient, and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), product type: catheter; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).